Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the pump was hard to press. The aus was explanted and replaced. There were no additional patient complications reported.